Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the shaft of the gia is sticking on the inside of the blue cannula. Opened a disposable trocar.

Manufacturer narrative:
(B)(4).